Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging throat irritation and device odor. There was no report of serious patient harm or injury.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging lightheaded, dizzy, coughing attacks, irritation on face that looks like ache but isn't ache. Dry throat and eyes and device has strange odor. There were no report of serious patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In previous report 510k number captured wrongly, in this report captured correctly box d: UDI number has been updated. In b5 verbiage didn't capture allegations, in this report captured all allegations. Box h: patient outcome code grid. Evaluation method code grid. Evaluation results code grid. Conclusion code grid has been updated.